Manufacturer narrative:
(B)(4). Associated mdrs 3006425876-2023-00869, 3006425876-2023-00870. The customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". Without the device to evaluate, a probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported two guidewires kinked during the same procedure. Customer reported they are too flexible when used on the patient. There was no negative consequence for the patient, "just a little longer treatment". Patient is "fine". A new PICC from another supplier was used with success.

Event description:
It was reported two guidewires kinked during the same procedure. Customer reported they are too flexible when used on the patient. There was no negative consequence for the patient, "just a little longer treatment". Patient is "fine". A new PICC from another supplier was used with success.

Manufacturer narrative:
Qn# (B)(4). Associated mdrs 3006425876-2023-00870.